Manufacturer narrative:
The device was returned to the manufacturer for visual and mechanical evaluation. It was found that the blade did not deploy in the straight position. Biological material could be seen in the tip of the device. Once removed, the trigger was able to pulled. With the trigger pull the pin did not return to the home position. The handle was disassembled, and it was found that the sleeve on the cam barrel would not rotate, which was attributed to biological material causing interference. Additionally, the pin wore a secondary track as a result of the reported use. The findings of the product evaluation indicate a malfunction of the device, but not one that would have contributed to the reported injury. The inability of the blades to actuate was caused by a buildup of biological material within the device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a lead extraction procedure to remove a non-functional right ventricle (rv) implantable cardioverter-defibrillator (ICD) lead (impl. 87mo), a tear in the junction between the inferior vena cava (ivc) and right atrium (ra) occurred. Reportedly, a spectranetics lead locking device (lld) was being used for traction while a tightrail device was used to reach within 2cm of the tip of the rv lead. Before the tip of the lead was detached, the patient's blood pressure dropped. Upon removing the tightrail device from the patient, the blood pressure dropped dramatically, revealing a tear in the vasculature. A sternotomy was performed, the lead/lld were cut and left inside the patient, and the tear was successfully repaired.